Event description:
Customer reported that the screen on pump was broken, rendering it unreadable and unresponsive. There was no reported impact to the customer's blood glucose level. Technical support confirmed the pump's functionality aside from the screen issue, and arrangements were made to return the device, with a replacement pump being issued for the customer.